Event description:
A surgeon reports that a patient did not see as well as anticipated following intraocular lens implant surgery. A description and the extent of vision impairment was not provided. A lens exchange was performed and the patient is being seen by a retinal and corneal specialist. The patient's outcome is not known. Additional information has been requested.